Event description:
It was reported that via remote transmission, an episode of non-sustained rv oversensing was noted. Latency in the near-field and far-field sensing was discussed. Programming changes were made. Patient condition was good after the event.